Manufacturer narrative:
D10 concomitant products: egiaushort egiaushort endogia ultra univ sht stap - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pancreaticoduodenectomy, during intestinal resection, the handle and the cartridge could not be connected. Upon visual inspection, the shaft cover was found to have shifted downward. The gray cylinder of the reload had slipped downward. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pancreaticoduodenectomy, during intestinal resection, the handle and the cartridge could not be connected. Upon visual inspection, the shaft cover and the gray cylinder of the reload were found to have shifted downward. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged, the jaws were open and the damaged nylon pad was not with the reload. Functionally, the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. Test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device was difficult to load and the instrument broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the cover tube was forcefully rotated while the instrument shaft was restricted or if an attempt was made to forcefully rotate a loading unit into the instrument prior to fully inserting the loading unit into the shaft. It was also reported that the lock ring was out of position. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.